Event description:
It was reported that the asymptomatic patient presented via merlin.net. Transmission revealed that the right ventricular lead exhibited noise. The patient was brought in clinic and the noise was confirmed. The lead remained implanted and was reprogrammed. No further information could be obtained.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information notes the right ventricular lead was capped and replaced on (B)(6) 2018 due to an unrelated issue. The patient's condition was stable post procedure.